Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. No patient complications nor injuries were reported.